Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing records for the device is currently in progress. The gore® dryseal flex introducer sheath instructions for use, states the following: if vessel size is smaller than the nominal body od (table 1), major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system and non-gore stent graft (najuta). A gore® dryseal flex introducer sheath was utilized for access. The sheath was inserted from the left side. After the gore® tag® conformable thoracic stent graft with active control system and non-gore stent graft (najuta) were implanted successfully the sheath was removed. During removal the left femoral artery, insertion site of the sheath was ruptured. The rupture site was surgically resolved. The patient tolerated the procedure. The physician stated that there was not much resistance when the sheath was inserted, it was possible that the left femoral artery was ruptured due to the vessel diameter being small. Reportedly the left femoral artery diameter was 7.1-7.9 based on the measurement on (B)(6) 2020. A 22fr sheath was the appropriate size to use based on the IFU, but the 24fr sheath was used to accommodate the najuta device.